Event description:
It was reported, that an avs navigator spacer was 'installed anterior to the schedule. Rather than staying between the vertebral bodies'. And may have 'penetrated the anterior longitudinal ligament'. The surgeon did not reposition the cage prior to completing the procedure, but left it as is. Revision surgery is not planned at this time.

Manufacturer narrative:
Visual, dimensional, functional and material analysis could not be performed, as the device remains implanted in the patient. A review of device and complaint history records could not be performed, as the device was not returned/a valid lot number could not be obtained. Per email correspondence, the doctor was not satisfied with the implant position, during the surgery. It is unknown, if the implant was placed at a difficult angle or if the implant was impacted. No issue with the inserter was reported. It was indicated, that the doctor will perform an angiography in the future to check for contact with the aorta and vena cava. And if necessary, will remove the implant. A hcp was asked, to review this event. And they stated, that "without any images, it is hard to tell , but if it is lying anteriorly, most likely there is probably some degree of vascular impingement and requires removal. And even with that, there is a risk of vascular damage". The avs navigator surgical technique was reviewed, and the following relevant information was identified: "fluoroscopy may be useful in determining, the appropriate trajectory for insertion of the implant and appropriate final positioning. Care should be taken to prevent the instrument from pushing too far anteriorly. Continue to impact gently and progressively into the disc space until the implant reaches desired positioning". Based on available information, the most likely cause of this reported event, is user error.

Manufacturer narrative:
Devices remains implanted.

Event description:
It was reported that an avs navigator spacer was 'installed anterior to the schedule rather than staying between the vertebral bodies' and may have 'penetrated the anterior longitudinal ligament'. The surgeon did not reposition the cage prior to completing the procedure but left it as is. Revision surgery is not planned at this time.